Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, identified two loose wires within the power cable. Tightened down the screw terminals to repair. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscop has intermittent fluoro image issues. During fluoro, image would disappear from monitor and come back. There was no report of pt injury.